Manufacturer narrative:
Submit date: 10/24/17. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they discovered two issues during testing. The first incident was nozzle portion of the luer-lock snapped off where the nozzle meets the main body of the covidien monoject 60 ml syringe. The second issue was the threading on the luer-lock on the covidien monoject 60 ml syringe or the threading for the luer-lock on the spinning spiro failed resulting in chemotherapy spillage. The threading on the luer-lock on the covidien monoject 60 ml syringe or the threading for the luer-lock on the spinning spiro failed resulting in chemotherapy spillage

Manufacturer narrative:
A product analysis cannot be performed as samples were not returned to the manufacturing site. A lot number was provided to the site. The device history record for lot 717128x was reviewed. During the manufacturing of the syringe assemblies, 1,984 syringes were visually inspected and 1,222 syringes were physically tested with 0 defects recorded relating to this customer report. The molded inspection reports were reviewed for reported condition. Documentation of the molded inspection records showed proper process of cavity inspection and zero incidents for threading issues. The device history record for the lot control and the shop order indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples. A review of past complaints reveals no significant trends to initiate a formal investigation. Reported conditions are monitored at the site through site process and data trending and review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/6/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they discovered two issues during testing. The first incident was nozzle portion of the luer-lock snapped off where the nozzle meets the main body of the covidien monoject 60 ml syringe. The second issue was the threading on the luer-lock on the covidien monoject 60 ml syringe or the threading for the luer-lock on the spinning spiro failed resulting in chemotherapy spillage.